Manufacturer narrative:
This device is a combination product. Device evaluated by MFR.: p elite ous mr 32 x 2.25 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged on both ends of the stent. The undamaged mid-section of the crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied on the delivery system. A visual examination of the outer and mid-shaft section and the inner extrusion found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 03feb2020. It was reported that crossing difficulties were encountered. The target lesion was located in the coronary artery. A 32 x 2.25 promus elite drug-eluting stent was advanced but could not cross the lesion. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was stable. However, returned device analysis revealed a stent damage.